Manufacturer narrative:
Based on the problem description, photo, and testing of the sample, the leak was confirmed at the y-connector. Cause and timing of the leak could not be determined. Excessive handling or stress put on the y-connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
The user facility reported that the 3m¿ ranger¿ blood/fluid warming high flow set leaked at the y-connector during use. No injuries or medical interventions were reported due to the alleged malfunction.